Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a network issue and requested assistance in manually generating a report. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient, resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in the incident, it was determined that the customer had approved rebooting the server, but it didn't resolve the issue. The operating system updates were current, yet manual reports still had errors, and scheduled reports continued to fail. A technical support specialist had updated report composer with the report data source username cfnbdservice, which resolved the issue. The reports were running now. The system functioned as intended after the technical support specialist repaired the device.